Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no ac power or led. There was no reported patient involvement.

Manufacturer narrative:
This was a prototype unit and that we would not be shipping it back.